Event description:
Customer reported that when they removed the sensor the cannula was very small. Customer stated that they have not been trained on the enlight sensor and are unsure if the cannula broke off. Customer attempted to place a new sensor however the needle pulled the sensor out of his body when releasing the serter from the sensor. Customer's blood glucose reading at the time of the call was 79 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened/used enlite sensors and visually found one of two sensors with retracted cannula inside sensor base. Second sensor found cannula peeled back to the other side of the sensor base. Unable to confirm if customer received sensors in that condition due to customer returning it opened/used.